Event description:
It was reported that within a couple weeks of implant, the r waves had decreased. A x-ray indicated that the lead was about to dislodge. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.